Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the activation issues found in the pump could affect the functionality of the device, therefore the product analysis confirmed a pump malfunction. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected and no visual damages were found. During the functionally tested the 8lb activation test was failed. The tests verifies that with the pump in the deactive state, the fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lb-f (pound-force) with no back pressure on the cylinder to the pump. The pump required more force to activate than the one stablished by specifications. Product analysis concluded these activation issues could affect the functionality of the device, as the reported of mechanical issue, inflation issue, device operates different than expected and air in system/component, therefore a pump malfunction was confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was placed in (B)(6) 2020, however, it never worked as the device presented inflation issues and the pump was not operating as expected. After being brought back in for visual and palpating evaluation it was decided that surgical intervention was the best option for this patient in order to give him a fully functioning ipp. The conceal reservoir and ms pump were evaluated upon incision and it was further decided to just replace those two pieces and leave the original lgx cylinders in place. There was air observed in the two explanted components. The patient is expected to fully recover.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was placed in (B)(6) 2020, however, it never worked as the device presented inflation issues and the pump was not operating as expected. After being brought back in for visual and palpating evaluation it was decided that surgical intervention was the best option for this patient in order to give him a fully functioning ipp. The conceal reservoir and ms pump were evaluated upon incision and it was further decided to just replace those two pieces and leave the original lgx cylinders in place. There was air observed in the two explanted components. The patient is expected to fully recover.